Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was used in 4k mode, and the color showed the blood was brown. They could not identify structures and type of bleeding correctly. The event occurred during an unspecified procedure. The doctor was able to continue the procedure normally and complete it successfully with the same device. There were no reports of patient harm.